Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant using a large flexnav delivery system. The native annular perimeter was measured to be 74.1mm. That patient had a 65-degree horizontal aorta. There was significant calcium to allowing anchoring of the device. The starting implant depth of the valve was 3mm and there was no tension in the delivery system at the time of deployment. Immediately after the valve was fully deployed at 3mm, it popped up 10mm above where it was released. Another 27mm navitor valve was successfully implanted in a valve-in-valve procedure. The gradient following implant was 8 mmhg. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient was reported as discharged normally.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of valve migration was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined.